Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that there was no data. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and failed due to zero voltage. A review of the share log was performed and the allegation was confirmed. The probable cause was determined to be signal loss due to potential patient misuse as the app was manually closed. The reported event of no data is reportable based on the finding of signal loss over an hour. No injury or medical intervention was reported.